Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient died on (B)(6) 2016. The patient experienced a sudden decompensation and resuscitative efforts were administered but were unsuccessful.the site reported the patient's death was not related to the superdimension device or the enb procedure.

Event description:
Physician reports the patient died of respiratory failure.